Manufacturer narrative:
An engineering investigation of the unit found that the overheating was caused by an air supply tube that was not secured to the output manifold of the blower. The disconnection of the tube caused heated air from the blower to recirculate back into the blower and cause the unit to overheat.

Event description:
It was reported to hill-rom that the unit's motor was hot. The customer alleged that the unit was causing red marks on the patient's toes. A hill-rom technician noted that the account had placed a blanket over the unit, that may have caused the unit to overheat. A further investigation of the unit found that the overheating was caused by an air supply tube that was not secured to the output manifold of the blower. During an investigation of this product line, it was found that it is possible for an external component on the product to reach a temperature above that which is allowable for brief patient contact. All allegations of injury (regardless of severity) due to this failure mode are being reported.